Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 9) occurred. Reportedly, the customer had filled the cartridge with 300 units of insulin. Customer's blood glucose level was 300 mg/dl. The customer successfully reloaded the cartridge to address the event and insulin delivery was resumed.